Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer to report rash and irritation on his face along pap mask line. Md seen and prescribed unspecified prescription